Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities or seperations that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked below the drip chamber during an unspecified step. The site of the leak was further described as "at the white flexible connector that connects two tubing lines". The device contained unspecified drug product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.